Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. A screen brightness check failed after cycling through all the brightness settings of the display and it remained too dark to be visible. It was identified that the cause for the dark display was due to an internal short present on the transformer (t1) of the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the display became fully operational. There were no other discrepancies during the internal inspection of the returned cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short of the transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report a display brightness problem on the liberty select cycler during last night's treatment. The cycler brightness is on the highest setting, but the screen is so dark that the patient can barely see the screen. The fresenius technical support representative issued a replacement cycler and advised the patient to discontinue using the machine. The patient was advised to inform the pd registered nurse (pdrn) of the cycler replacement. It was reported that an alternate treatment was available. A phone call and written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.